Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). They reported that them and their friend were away. In the morning their charger would not stay turned on so that they could charge their medically implanted device. Patient called the representative they normally would call and left him a message. In the meantime, they were trying to find another number for the pt to call.  A woman reached out to the pt because the old manufacturer representative (rep), who had left the company, received the voicemail and called another representative still with the company. Rep informed my friend that nothing could be done until the company opened. Then it would take another 24 hours, at least, to get a new charger shipped overnight to them. That's unacceptable. By the next morning, they were shaking and had people offering to drive them home. Pt will endure 3 days without having their back charged. They cannot take any pain medicine due to allergies. Additional information received. Patient reported charger would not turn on to charge itself or the unit in back. Patient reported issue resolved, they received a new charger.